Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer advised seat and back upholstery and armpads are worn out due to normal wear and tear. Dealer could not provide serial number but provided model number. Dealer advised chair is about 10 years old.